Event description:
It was reported that, this right atrial (ra) lead was dislodged. Subsequently, this ra was successfully repositioned and remains in service. No additional adverse patient effects were reported.